Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the patient¿s symptoms was unknown. The hospital never indicated this was pump related. Actions taken included the pump was filled on 2021-mar-02. The expected volume was 25.3 mls and they received 24 mls. There was no significant discrepancy. The patient¿s weight was 114 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the patient was in the hospital with increased lethargy and confusion. It was noted that the patient had a history of stroke and it was unknown if the symptoms were due to another possible stroke or if it was because the pump was overinfusing. The caller mentioned that the pump "was suppose to be out of medication yesterday" however this information was not confirmed and the pump was not alarming. The MRI guidelines were reviewed and the caller was encouraged to contact the managing hcp.